Manufacturer narrative:
No complaint was received with return of device. Failure event observed during analysis. Final analysis found an insulation abrasion at 81.2 cm - 82.5 cm from the connector pin breaching the ring electrode cable lumens in the s-curve region. (B)(4). (B)(6).

Event description:
This report is to advise of an event observed during analysis.